Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 11 (max patient temperature exceeded) error message was confirmed through the archive data review. The root cause is due to a defective temperature sensor. The archive data was reviewed and contained multiple occurrences of ua 11 error messages on (B)(6) 2017, rather than on the reported event date given by the customer, confirming the reported event. The platform was functionally tested and during power up displayed a ua 41 error message. Further testing identified that the temperature sensor is defective. The report of a ua 11 error message and the ua 41 error message observed during functional testing are related, and a replacement of the temperature sensor was required to remedy these issues. As part of routine service, the platform was inspected and found that the drive shaft exhibits binding and resistance. This observation is unrelated to the event. Upon customer approval, the temperature sensor will be replaced and the platform will be serviced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory (ua) 11 (max patient temperature exceeded) error message during testing. The user was unable to resolve the issue. No patient was involved with this event. No further information was provided.